Event description:
Customer reported a blood glucose level of 42 mg/dl. Customer stated that the belt clip broke off the holster at the hinge. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.